Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's social worker reported via phone call that they were hospitalized due low blood glucose on (B)(6) 2017. The customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2017. The customer was also hospitalized for high readings on (B)(6) 2017. Troubleshooting was not performed. The insulin pump will not be returned for analysis.